Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a high blood glucose (bg) level of 600mg/dl; the cause was unknown. Bg was corrected with a bolus via the insulin pump.